Event description:
The user facility reported that during a patient procedure the 3085 table would not articulate as commanded. The patient was transferred to another table and the procedure was completed successfully, no injuries reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table, found it to be operating properly and could not duplicate the reported event. The technician noted that the user facility was not using a steris brand battery or steris brand power cords. The 3085 table is not under steris service contract and is maintained and serviced by user facility biomedical personnel. Biomedical personnel stated the battery has no charge during the reported event. The pm requirements states to check the following at each inspection (pp 1) (4.4) to check the battery charging system for proper operation; charger outputs should be 28.5 vdc+/- 1v; (4.5) verify table battery power, if equipped. Battery voltage should be 13.6-13.8 vdc per battery when fully charged. The operator manual states on (pp 6-2): 4.1 verify proper operation of all articulations for full motion; 4.1.5 - using battery power if equipped (min 6x/year). Steris has offered in-service training several times however the user facility has not responded.